Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure a faradrive steerable sheath clear was used. The sheath was prepared and inserted, but once the farawave catheter was inserted into the sheath it could not be purged with air bubbles remaining. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.